Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 35-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding ((vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia),"), mental disorder ("psychological or psychiatric"), nervous system disorder ("neurological conditions") and fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea and procedural pain was resolving and the hormone level abnormal, menorrhagia, vaginal haemorrhage, mental disorder, nervous system disorder and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, mental disorder, nervous system disorder, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. There were five coils that could be seen extending from the tubal ostia into the endometrial cavity. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received: reporters details added. Event added as hormonal changes, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric, neurological conditions, fatigue. Lot number added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 35-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative recovery"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding ((vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia),"), mental disorder ("psychological or psychiatric"), nervous system disorder ("neurological conditions") and fatigue ("fatigue"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea and procedural pain was resolving and the hormone level abnormal, menorrhagia, vaginal haemorrhage, mental disorder, nervous system disorder and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, mental disorder, nervous system disorder, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. There were five coils that could be seen extending from the tubal ostia into the endometrial cavity . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 35-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced emotional distress ("hormonal changes:emotional distress"), anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pelvis pain"), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative recovery"), menorrhagia ("abnormal bleeding ((vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding ((vaginal, menorrhagia),"), mental disorder ("psychological or psychiatric") and nervous system disorder ("neurological conditions"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea and procedural pain was resolving, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the emotional distress, mental disorder, nervous system disorder, fatigue, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, emotional distress, fatigue, menorrhagia, mental disorder, nervous system disorder, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. There were five coils that could be seen extending from the tubal ostia into the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs & mr received. Reporter's information was added. Patient's demographics was added. Added event anxiety, depression, hormonal changes updated to emotional distress, plaintiff did not undergo essure confirmation test. Updated event onset date. Updated outcome of pain and bleeding from unknown to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea and procedural pain was resolving. The reporter considered abdominal pain, dysmenorrhoea and procedural pain to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms were mostly resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.